Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) was being explanted due to normal battery depletion. However, the right ventricular (rv) lead was stucked in the pacemaker and was not able to be removed until it had to be ruptured to set it free. The implant procedure was then completed implanting new products. This rv lead is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. This right ventricular lead was returned severed in two segments, around 4 and 4.5 centimeters in length, each missing the terminal pin. Both segments were thoroughly inspected and analyzed. The conductor damage allegation was not confirmed, the electrical continuity analysis confirmed normal resistance on both segments showing no conductors issues. However, the insulation damage and difficult to remove allegation were confirmed, based on a returned terminal section missing in the terminal pin. It appeared the terminal pin had been pulled apart from the terminal assembly. The confirmed damages were induced, which do not indicate a product defect or malfunction.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) was being explanted due to normal battery depletion. However, the right ventricular (rv) lead was stuck in the pacemaker and was not able to be removed until it had to be ruptured to set it free. The implant procedure was then completed implanting new products. This rv lead was returned for analysis and no additional adverse patient effects were reported.